Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found following: - leak at a-rubber. - a-rubber glue missing. - non-olympus a-rubber glue. - fraying of a-braids. - chip, gap and hole on glue at insertion section and control section. - crack on m-plug and m-case (master and slave). Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the sealer(adhesive) on the tip of the endoeye flex 3d deflectable videoscope was missing. The issue was found during preparation for use. No patient harm reported.